Event description:
An ophthalmic surgeon reported that the unit displayed a system message upon startup for a vitreo-retinal case; the surgeon had already inserted three 25 gauge trocars into the eye during setup of the machine. The unit could not be used and they switched to another system. The surgery was able to be completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).